Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump with a faulty liquid crystal display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty liquid crystal display (lcd) was confirmed during product evaluation. This condition was caused by a distorted main display. The display color service assembly, user interface module standoff (left and right), and color lcd guide were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.